Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) would not power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective flash memory. The last pt to use this monitor ID not repot any deficiencies.